Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead migrated form the original position. Lead migration was confirmed through x-ray. This lead was revised and remained implanted. No additional adverse patient effects were reported.